Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The caregiver stated that the gauge is stuck on 1 liter per minute. They've attempted to move it but it won't budge. MDR filed.